Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was advanced for the ultrasound examination of the target lesion. There was no problem with the image during preparation; however, during pullback, the image was lost and nothing was displayed. The catheter was not recognized normally, and the air was not removed during preparation flushing. The procedure was completed with another of the same device. No patient complications were reported.